Manufacturer narrative:
(B)(4). It has been reported that the device is available for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, a microsensor gave incorrect readings after implantation. The device was revised, and another was used. There were no reports of delay or patient harm to the patient.

Manufacturer narrative:
The component was returned for evaluation. The catheter material was cut 2.2 cm from the tip, with the internal wires exposed. The catheter material was kinked 2.6 cm from the tip. There was suture attached to the catheter material and foreign matter inside the connector. Due to the condition of the component as it was returned, no functional testing was possible. A review of quality records found that the component met all manufacturing and quality testing/inspection specifications prior to distribution. Based on the information provided, we are unable to confirm the reported issue. The catheter must be sealed (no openings) in order to meet release specifications. It is possible that the device was damaged during removal. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.